Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Also, it was noted that there was red and some warmth around the device. The patient was treated with antibiotics and the rv lead was explanted. No additional adverse patient effects were reported.